Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, the optical sensor failure was not working. There was an alarm on the automated impella controller (aic) screen: impella sensor failure. The aic was replaced; this did not resolve the issue. The placement signal was available and the pump ran without problems. It had adequate flow and motor current. The staff was going to check the pump's position frequently via echocardiogram and do not want replace the pump. There was no patient harm. At this time, the patient is still on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d6b explant date added.